Event description:
It was reported that there was a shock during a surgery.

Manufacturer narrative:
The device was not returned for investigation, thus the reported failure mode could not be confirmed. A detailed investigation cannot be performed without the unit, this complaint will be closed as unit not received and based on a probable root cause. In the event that if the unit is returned to stryker endo, please reopen the investigation for further analysis. Based on previous investigations and the risk document, a probable root cause may be defective connectors and/or improper grounding. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a shock during a surgery.